Event description:
Information was received from a patient via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary frequency. It was reported that their other manufacturer's spinal cord stimulator was not recharging. The caller stated that they got the patient a new charger, but that did not resolve the issue. The caller said the patient met with the rep from the other manufacturer today and as soon as they got done meeting with the rep, the patient called the caller in a fury, blaming it on the manufacturer's device because that was what the rep from the other manufacturer told the patient. The exact timing of the other manufacturer's stimulator failure wasn't known by caller but it was sometime after the interstim implant. The caller was not part of the procedure when the device was placed, but stated that their co-worker was there. The caller asked if the patient was having any other issues other than recharging, and the caller said that the therapy was not working now and was not taking charge and the battery was totally depleted now. The interstim device was on the opposite side of the body from the other manufacturer's stimulator. The rep from the other manufacturer indicated that the other manufacturer's stimulator was affected by the interstim system implant because the interstim system was a "bovie" device. The agent reviewed bovie cautery types and predominant use of unipolar cautery for most surgeries and how this can interact with and potentially damage neurostimulators. It was unknown what happened to the other manufacturer's device at this time. Additional information was received from a manufacturer representative (rep) on 2026-may-27. The rep reported that the other manufacturer's rep told the patient that the interstim therapy was not a bipolar battery but a bovie battery and that was what caused the early depletion of their spinal cord stimulator. The rep spoke with technical services (ts). They called the battery a primary cell battery. The rep believed the other manufacturer's rep was referring to cautery used during the case but they would not know what was used since they weren't there. The rep spoke with the patient again after speaking with ts. The patient reported that the issue with recharging their spinal cord stimulator st arted about 2-3 weeks ago. They had their interstim placed back in (B)(6).

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.